Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when he woke up his insulin pump had a no delivery alarm. The patient's blood glucose at the time of incident was 320 mg/dl, which he treated with a manual insulin injection. The customer resolved the issue by changing his infusion set and reservoir, and now he has a large air bubble inside of the reservoir. Troubleshooting was initiated for the air bubble anomaly but the customer did not want to complete it. The customer declined to inspect the reservoir and infusion set for leaks, and stated that he will call back if another bubble appears in the reservoir compartment. No products were replaced or returned.